Event description:
The customer reported that the system was intermittently not booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The customer had a third party replace the mother board. The system was found to be working and put back into service.